Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the cicu, while changing tubing for maintenance d5w-half normal saline, fluid was noted to be dripping freely after the tubing was inserted into the device and the pump module door was closed. This was discovered prior to connecting the tubing to the patient, who had coronary artery disease (cad).

Manufacturer narrative:
The customer¿s report of a free flow was not confirmed. Physical inspection showed no anomalies. An event log analysis of most recent infusion program did not provide evidence of a report of free flow. Functional testing, and internal/external inspection, performed on the returned pump module with a lab primary set (opening and closing door with set in place) was inconclusive. Pump module was found to be in good working condition and delivering fluid within specification. The disposable set was not returned by customer for investigation. The root cause of the customer¿s experience of free flow was not identified.

Event description:
The customer reported that in the cicu, while changing tubing for maintenance d5w-half normal saline, fluid was noted to be dripping freely after the tubing was inserted into the device and the pump module door was closed. This was discovered prior to connecting the tubing to the patient, who had coronary artery disease (cad).